Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. The patient's bone condition, oral hygiene, or behavior may have also contributed the failure of the implant. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant failure was due to reported infection two years after prosthetic restoration. The quality of bone at time of the implant failure was type iii.